Manufacturer narrative:
Additional information received reported the patient had undergone an MRI and had the device adjusted while it was implanted. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there were multiple issues programming the device. According to the report, the device was explanted and there was no injury to the patient.

Manufacturer narrative:
Additional information received reported the patient had undergone an MRI and had the device adjusted while it was implanted. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient had undergone an MRI and had the device adjusted while it was implanted. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.